Event description:
A male underwent initial aaa repair with another MFR's graft place twelve mos previously. The previously implanted graft had migrated and had a proximal type I endoleak. A zenith renu graft was placed in 2006. A type iii endoleak was observed on the final angiogram. This was treated with a main body extension and two grafts of another MFR. F/u exams done at 30 days and 101 days did not report endoleaks. However, core lab review is now available and has identified a proximal type I endoleak on the procedural completion angiogram. No endoleak was identified by core lab on short-term f/u (completed at 3 mos post-procedure).

Manufacturer narrative:
Eval: each zenith device is shipped with an instructions for use (IFU) booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate f/u so that leaks, should the occur, can be identified and addressed before causing clinical problems. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that the event was caused by pt anatomy/anatomical changes over time.